Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited some intermittent twos (t-wave oversensing) on presenting rhythm as well as on some stored episodes. The rv lead remains in use. Additionally, it was observed that the atrial lead had some far field r-wave (ffrw) oversensing on stored episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.